Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on a performa ii meter, within 10 minutes: 300 mg/dl and 114 mg/dl no adverse event reported. Return of the suspect device was requested for evaluation and replacement was provided.

Manufacturer narrative:
The suspect strips reached the manufacturer's investigation unit shortly before their expiration date. The necessary testing was not completed before the expiration date of the returned strips.